Event description:
It was reported that during a gastric bypass procedure, the device locked and would not fire. Another device was used to complete the procedure without problem. There were no adverse consequences to the pt.

Manufacturer narrative:
Pinion axle support. Eval summary: the analysis results found that the long45a device was returned with the firing mechanism damaged, and with no reload present. No functional test could be performed, due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the pinion axle support were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at gqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.